Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room after experiencing two shocks while sitting in the chair. The patient had been using a massager transcutaneous electrical nerve stimulation (tens) unit on his back, thus the first shock was inappropriate due to oversensing of noise. It was noted the first shock induced ventricular fibrillation (vf), but the second shock did not convert the arrhythmia. The rhythm did slow beyond the programmed shock rate. The patient did not experience any adverse patient effects. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room after experiencing two shocks while sitting in the chair. The patient had been using a massager transcutaneous electrical nerve stimulation (tens) unit on his back, thus the first shock was inappropriate due to oversensing of noise. It was noted the first shock induced ventricular fibrillation (vf), but the second shock did not convert the arrhythmia. The rhythm did slow beyond the programmed shock rate. The patient did not experience any adverse patient effects. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.